Event description:
It was reported that the patient felt like wires are coming lose. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.